Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that predilatation was performed on the right coronary artery (rca), moderately calcified lesion. Following, a 3.0x38mm xience xpedition stent was implanted. Following post-dilatation with an nc trek balloon, an edge dissection was noted at the stents distal edge. Another xience xpedition stent was implanted as treatment. There was no additional adverse patient sequela. There was no additional information provided regarding this issue.